Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a subpec biceps tenodesis, the sutures of the 2.8mm q-fix all suture anchor appeared to have broken within the anchor as the black and white cobraid did not appear to be attached to the anchor, they easily came out in their entirety with the drill guide and inserter after twisting the anchor mechanism to deploy, when the anchor and drill guide were removed, the sutures were not stuck in the cleat. The anchor was left placed in the patient with the one sutured that remained. The procedure was completed with a smith and nephew back up device using the original drilled bone hole and leaving no void in the patient, the insertion site was cleared of any debris before inserting the anchor. There was a delay less than five (5) minutes and no further complications were reported. Patient is expected to have an expected postoperative course and is for now recovering.

Manufacturer narrative:
H11 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor was not returned. The black/white suture was returned in two pieces due to a fraying break. The tube ferrule has been pushed back into the handle body allowing the insertion tube to move around freely. The cleat is fully deployed. Bio debris is present. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of device's specification found the suture diameter and knot pull suture strength are specified and a certificate of analysis is required with each shipment. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.